Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. It was determined that the right ventricular (rv) lead exhibited high/undefined pacing impedance, oversensing, short v-v intervals, and high threshold. A lead fracture is suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.